Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level, with the level not exceeding 500 mg/dl. Technical support sent a replacement pump due to an additional malfunction issue. The caller had no insulin backup currently available and stated they will reach out to their healthcare provider (hcp).